Event description:
Philips received a complaint from the field service technician on the v60 ventilator indicating that a 1109 "machine pressure sensor autozero failed" error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The field service technician performed periodic maintenance on the device and found that a 1109 "machine pressure sensor autozero failed" error was logged in the event log. The field service technician ultimately replaced solenoid valves 2 and 4, confirmed that software version 3.20 was installed, conducted a comprehensive inspection, cleaned the device, performed running and functional tests, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service.